Event description:
The biomed stated the brake is not holding. After the brake is set and the bed is shook, it will pop out of the brake position.

Manufacturer narrative:
The tech found the housing was broken on the brake detent mechanism. He replaced the brake dent to repair the bed.